Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, they noticed that the conical tip on the vasoview hemopro endoscopic vessel harvesting system dissection tip was chipped at the proximal end. There were no patient effects reported. The lot number is unknown. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).